Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2009, pt was implanted with a depuy pinnacle device with an ultimate liner on his right side. After the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood, tissue, and bone surrounding the implant. As a result, pt has experienced severe pain, discomfort, and inflammation in his right thigh, hip-joint and groin. He has also experienced a clicking sensation in his hip-joint when walking or moving to and from a sitting position. Metallosis and pseudotumors have also formed in the area surrounding his hip-joint causing an infection. Pt has also experienced a lack of mobility and intense pain when walking, requiring use of a walker for assistance. It has also been very difficult for pt to get up from a sitting position. Pt underwent revision surgery on or about (B)(6), 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Alert date has been changed to the reported alert date on the rejected emdr. This is a duplicate report of 1818910-2010-06539. This report, 1818910-2011-11936, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2010-06539.

Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle device with an ultamet liner on his right side. After the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient has experienced severe pain, discomfort, and inflammation in his right thigh, hip-joint and groin. He has also experienced a clicking sensation in his hip-joint when walking or moving to and from a sitting position. Metallosis and pseudotumors have also formed in the area surrounding his hip-joint causing an infection. Patient has also experienced a lack of mobility and intense pain when walking, requiring use of a walker for assistance. It has also been very difficult for patient to get up from a sitting position. Patient underwent revision surgery on or about (b)(46 2010. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.